Event description:
According to the complainant, a cholangiogram performed on (B)(6) 2010 revealed a distal biliary stricture, which had been previously treated with a plastic stent. During the (B)(6) stent placement procedure, the plastic stent was removed, and a sphincterotomy was performed. It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed for a distal biliary stricture on (B)(6) 2010. This procedure was conducted as part of the (B)(6) study. According to the complainant, on (B)(6) 2011, (B)(6) post study stent placement, the patient underwent an attempted removal of the stent, as per protocol. The investigator was unable to remove the stent and rescheduled the procedure. On (B)(6) 2011, the investigator continued to have difficulty removing the stent. The patient has been scheduled for a spyglass procedure to determine why the stent removal is proving to be difficult. Another attempt at removal will be made in approximately (B)(6), after the spyglass procedure.

Event description:
According to the complainant, a cholangiogram performed on (B)(6) 2010 revealed a distal biliary stricture, which had been previously treated with a plastic stent. During the (B)(6) stent placement procedure, the plastic stent was removed, and a sphincterotomy was performed. It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed for a distal biliary stricture on (B)(6) 2010. This procedure was conducted as part of the (B)(4) study. According to the complainant, on (B)(6) 2011, 361 days post study stent placement, the patient underwent an attempted removal of the stent, as per protocol. The investigator was unable to remove the stent and rescheduled the procedure. On (B)(6) 2011, the investigator continued to have difficulty removing the stent. The patient has been scheduled for a spyglass procedure to determine why the stent removal is proving to be difficult. Another attempt at removal will be made in approximately 3 weeks, after the spyglass procedure. Additional information received since (B)(6) 2011. The stent still remains implanted within the patient. The patient is doing fine. There have been no plans made yet for an additional attempt to remove the stent or the spyglass procedure. Corrected information since (B)(6) 2011. According to the complainant, on (B)(6) 2011, 372 days post study stent placement, the patient underwent an attempted removal of the stent, as per protocol.

Event description:
According to the complainant, a cholangiogram performed on (B)(6) 2010 revealed a distal biliary stricture, which had been previously treated with a plastic stent. During the (B)(6) stent placement procedure, the plastic stent was removed, and a sphincterotomy was performed. It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed for a distal biliary stricture on (B)(6) 2010. This procedure was conducted as part of (B)(4) study. According to the complainant, on (B)(6) 2011, 361 days post study stent placement, the patient underwent an attempted removal of the stent, as per protocol. The investigator was unable to remove the stent and rescheduled the procedure. On (B)(6) 2011, the investigator continued to have difficulty removing the stent. The patient has been scheduled for a spyglass procedure to determine why the stent removal is proving to be difficult. Another attempt at removal will be made in approximately 3 weeks, after the spyglass procedure. Additional information received since (B)(6) 2011. The stent still remains implanted within the patient. The patient is doing fine. There have been no plans made yet for an additional attempt to remove the stent or the spyglass procedure. Corrected information since (B)(6) 2011. According to the complainant, on (B)(6) 2011, 372 days post study stent placement, the patient underwent an attempted removal of the stent, as per protocol.

Manufacturer narrative:
Additional information received since (B)(6), 2011.

Event description:
According to the complainant, a cholangiogram performed on (B)(6), 2010 revealed a distal biliary stricture, which had been previously treated with a plastic stent. During the (B)(6) stent placement procedure, the plastic stent was removed, and a sphincterotomy was performed. It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed for a distal biliary stricture on (B)(6), 2010. This procedure was conducted as part of the (B)(4) study. According to the complainant, on (B)(6) 2011, 361 days post study stent placement, the patient underwent an attempted removal of the stent, as per protocol. The investigator was unable to remove the stent and rescheduled the procedure. On (B)(6) 2011, the investigator continued to have difficulty removing the stent. The patient has been scheduled for a spyglass procedure to determine why the stent removal is proving to be difficult. Another attempt at removal will be made in approximately 3 weeks, after the spyglass procedure. Additional information received since (B)(4), 2011: the stent still remains implanted within the patient. The patient is doing fine. There have been no plans made yet for an additional attempt to remove the stent or the spyglass procedure. Corrected information since (B)(4), 2011: according to the complainant, on (B)(6) 2011, 372 days post study stent placement, the patient underwent an attempted removal of the stent, as per protocol. Additional information received since (B)(4), 2012: the stent has been removed from the patient.

Event description:
According to the complainant, a cholangiogram performed on (B)(6), 2010 revealed a distal biliary stricture, which had been previously treated with a plastic stent. During the june 7th stent placement procedure, the plastic stent was removed, and a sphincterotomy was performed. It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed for a distal biliary stricture on (B)(6), 2010. This procedure was conducted as part of the (B)(4). According to the complainant, on (B)(6), 2011, 361 days post study stent placement, the patient underwent an attempted removal of the stent, as per protocol. The investigator was unable to remove the stent and rescheduled the procedure. On (B)(6), 2011, the investigator continued to have difficulty removing the stent. The patient has been scheduled for a spyglass procedure to determine why the stent removal is proving to be difficult. Another attempt at removal will be made in approximately 3 weeks, after the spyglass procedure. **additional information received since (B)(6), 2011** the stent still remains implanted within the patient. The patient is doing fine. There have been no plans made yet for an additional attempt to remove the stent or the spyglass procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). As the device remains implanted and has not been returned, bsc could not perform a technical analysis. The device was used as per the boston scientific (B)(6) study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable root cause classification of this investigation is operational context.

Event description:
According to the complainant, a cholangiogram performed on (B)(6), 2010 revealed a distal biliary stricture, which had been previously treated with a plastic stent. During the (B)(6) stent placement procedure, the plastic stent was removed, and a sphincterotomy was performed. It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed for a distal biliary stricture on (B)(6), 2010. This procedure was conducted as part of the (B)(4) study. According to the complainant, on (B)(6), 2011, 361 days post study stent placement, the patient underwent an attempted removal of the stent, as per protocol. The investigator was unable to remove the stent and rescheduled the procedure. On (B)(6) 2011, the investigator continued to have difficulty removing the stent. The patient has been scheduled for a spyglass procedure to determine why the stent removal is proving to be difficult. Another attempt at removal will be made in approximately 3 weeks, after the spyglass procedure. Additional information received since (B)(4), 2011: the stent still remains implanted within the patient. The patient is doing fine. There have been no plans made yet for an additional attempt to remove the stent or the spyglass procedure. Corrected information since (B)(4), 2011: according to the complainant, on (B)(6), 2011, 372 days post study stent placement, the patient underwent an attempted removal of the stent, as per protocol. Additional information received since (B)(4) 2012: the stent has been removed from the patient. Additional information received since (B)(4), 2012: the site has corrected the date of the second event of 'failed stent removal' from (B)(6) 2011 to (B)(6) 2011. According to the complainant, the date of the successful stent removal was (B)(6), 2012.

Manufacturer narrative:
Additional information received since (B)(4) 2012. Study source: (B)(4).